Event description:
A report was received from the wife of a cypher stent recipient indicating her husband's stent had restenosed 16 months after implantation. According to the patient's wife, the unknown cypher stent was implanted in the right coronary artery and recent tests showed that the patient's stent had a 90% blockage. The patient's wife also mentioned that the patient was hospitalized at the time of the report and was scheduled for "open-heart-surgery."

Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.